Manufacturer narrative:
Concomitant medical products: 505da26 mechanical valve, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increasing capture thresholds to high levels. Impedance also increased in the same time frame. The lead remains in use. No patient complications have been reported as a result of this event.